Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak and inflation issue could not be confirmed during return analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak and inflation issue could not be determined. Possible factors that can contribute to a leak in the system include, but are not limited to, manufacturing, balloon damage during use, inflation technique, interactions with accessory devices, catheter damage, or insufficient preparation prior to use. Additionally, possible factors that may contribute to difficulty inflating may include, but are not limited to, manufacturing, damage to the inflation lumen, patient anatomical morphology and patient disease state. In this case, a conclusive cause for the reported leak and inflation issue could not be determined since the complaints could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat the superficial femoral artery with mild tortuosity, moderate calcification and 80% stenosis. The 5.0x200mm armada 35 percutaneous transluminal angioplasty catheter was prepped per the instructions for use (IFU) and advanced to the lesion. The balloon was inflated once to 5 atmospheres yet was unable to hold pressure thus unable to inflate. A leak was noted at the connection between the device and the pump. Therefore, another same size device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.